Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a cotton tipped applicator. The customer reports that the cotton tip applicator snapped in half about 3 inches from the bottom of the stick while cleaning a wound. The customer was able to pull it out immediately.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.